Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for reservoir occlusion. Blood glucose was 16 mmol/l. Customer stated that insulin pump and they get far as fill tubing and keep getting insulin flow blocked. Customer stated that they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer stated that the insulin did not exit. Advise to manually push plunger and verify exits the tubing. Advise to rewind pump, place reservoir in pump and run load reservoir/fill tubing to at least 5.0u. Customer stated that the insulin pump did not alarm insulin flow blocked with load reservoir/fill tubing. Advise changing the reservoir resolved the issue. Advise customer to return the reservoir. The reservoir will not be returned for analysis.